Event description:
It was reported an issue with optilene suture. The client reported that in the operating room they have opened 2 pouches and the thread has detached from the needle when extracting the suture. Since it is a serious situation, the entire box was returned by the operating room supervisor. -it has happened twice in the same surgery. In the general surgery service. Before using it. -there has been no delay in surgery. No further information received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 30 closed samples. Needle attachment strength results conducted on the samples received are 4.06 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements for minimum. Ep requirements: 1.83 kgf in average and 0.61 kgf in minimum. 5 of the samples received does not fulfil requirement for minimum. The majority of threads show splitting when realized needle attachment test. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 3.93 kgf in average and 2.98 kgf in minimum and fulfilled ep requirements: 1.83 kgf in average and 0.61 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed samples do not fulfil the requirement for the minimum needle attachment strength and show that the thread is broken inside the needle. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.